Event description:
It was reported that the procedure was being performed on a (B)(6) male patient in the operating room. The patient had a medical history of kidney cancer. The catheter was being placed in the right radial artery. Tubing was retained in the patient and a vascular surgeon pulled out wire and catheter, however, tubing was left in. The surgeon performed a cut down to remove the tubing. Another kit was opened and placed successfully for the patient. There was a one hour delay in treatment with no harm to the patient and no patient death. The patient was discharged okay. Follow up information received on (B)(6) 2012 from the anesthesia manager stated the catheter body separated during insertion. At which time, a vascular surgeon performed a cut down and the piece was removed from the patient. The manager does not know if the catheter body detached at the hub or if a piece of the catheter separated. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.